Event description:
Right knee swelling; right knee pain; right knee effusion; unable to bend right knee/walked on crutches. Information was received in 2005 from a patient designee regarding a female patient with an unknown medical history, who experienced right knee swelling, pain and effusion, and unable to bend right knee/walked on crutches. The patient began treatment with synvisc in 2005. The patient received three injections of synvisc into the right knee in 2005. The first two injections were without incident in 2005. Seven days following the third injection, the patient experienced severe swelling and pain in the right knee. At that time the patient was traveling out of the country and sought treatment with a local orthopedist. The local orthopedist injected the patient's right hip with steroids. The orthopedist stated that he was not familiar with synvisc and was concerned with injecting directly into the knee in case an infection was present. The patient received some relief from the injection in the hip. A week later, the patient returned to the treating physician who performed the synvisc injections. Fluid was drained from the right knee and a steriod injection was given directly into the right knee. There was much improvement following the steroid injection until approximately one week ago, when severe pain began to return to the right knee. The patient employed ice, elevation and analgesics (vicodin, percocet and oxycodone) in an effort to manage the pain. At the time of this report, the patient was unable to bend her knee and had walked on crutches for the last week. She had contacted her physician during the last week and felt that the physician had done all that could be done. The reporter was calling to find out if there were any additional treatment options.